Manufacturer narrative:
(B)(4)

Event description:
It was reported the pt had poor benefit since implant, a loss of therapeutic effect following implant and a shock or jolt sensation. The pt said he felt great therapy "when he was in the office but once home the following day, felt tremors return." The left side had poor therapy control but the right side worked wonderfully. Therapy on both sides were within normal limits. There were question marks (???) On some of the pairs and some of the pairs were out of range. The impedances at default setting for the left side was 690 ohms and <15 for all case combos. The pt also had shocking at the pocket site about one month ago, but was not fine. Add¿l info has been requested and will be made as follow-up as it becomes available.